Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted the mesh had contracted, detached and densely adhered to the peripheral nerve, tissue and surrounding area, requiring neurectomy and complicated extraction of the defective system. It was reported the patient experienced chronic pain, permanent nerve damage, dense adhesions, inflammation, separated mesh and permanent loss of sensation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/20/2021.